Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant registration card (irc) received indicates (B)(6) yo patient received onxaap-23 (sn (B)(4)) on (B)(6) 2017 and died on (B)(6) 2017 due to unknown etiology. Additional information pending.

Manufacturer narrative:
<P class="">multiple attempts to obtain additional clarifying information were made without success.&nbsp; </p> <p class="">the manufacturing records for the onxaap-23, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted.&nbsp; </p> <p class="">a review of the available information was performed. The onxaap-23, sn (B)(4), was implanted (B)(6) 2017 in a (B)(6) patient reported on irc as having expired (B)(6) 2017 (1 day postop). No other information was made available. Death is a recognized risk of complications associated with prosthetic valve replacement [instructions for use]. If this is an operative mortality, and its proximity to the date of surgery would suggest as much, the american college of cardiology reports a rate for avr of 4% [edwards et al. 2001]. However, we do not have any information to support this or any other conclusion. Consequently, there is not enough information provided to ascertain cause of death in this case, nor is there sufficient information to assess what, if any, relationship the valve has to this outcome</p> <p class="">this event does not identify additional hazards or modify the probability and severity of existing hazards.&nbsp; </p><p class="">this report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event.&nbsp; furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.&nbsp; </p>

Event description:
Implant registration card (irc) received indicates (B)(6) patient received onxaap-23 (sn (B)(4)) on (B)(6)2017 and died on (B)(6) 2017 due to unknown etiology. No additional information was provided.